Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 385 mg/dl. The customer was in emergency room due to high blood glucose. The customer was treated with intravenous drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. The customer stated that the they getting skin allergy because of the oval tape. The insulin pump will not be returned for analysis.